Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a continuous glucose monitor (cgm) error occurred and a new sensor session was unable to be started. There was no reported impact to the customer¿s blood glucose level. The current pump would continue to be used for diabetes management.